Event description:
It was reported during a tonsil and adenoid case, during the adenoid portion of the case, the wire broke while being used. The doctor removed the device and touched up the adenoid bed with a suction coag tip. No negative pt outcome was visible.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. Only the adenoid tip was returned. Visual inspection revealed the wire was broken. The wire broke from both corners of the housing and then the housing melted back. User cleaning may contribute to the wire breakage. The melt back of the housing appeared to be caused by excessive usage of the tip at a high power setting. Review of the lot history revealed no anomalies. End of report.